Manufacturer narrative:
The insulin pump was received with the motor error alarm during the rewind process due to corroded motor home switch. There was no compromised force sensor system error alarm on the device. The device had a cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm, compromised force sensor system error alarm and high blood glucose levels. Customer's blood glucose level was 436 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they received a motor error alarm during the rewind process. Troubleshooting for the prime rewind was performed. Customer was advised that during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.